Manufacturer narrative:
Dislocation is a post-operative complication and known risk associated with total hip arthroplasty that is recorded risk in the instructions for use (IFU). Dislocation cannot be directly attributed to device performance. The cause is therefore unknown.

Event description:
It was reported by the distributor the patient was dislocating posterior. A liner and head were revised.